Event description:
It was reported that during a mini bypass laparoscopic procedure, the subject camera head did not transmit signal. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A device history record (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a mini bypass laparoscopic procedure, the subject camera head did not transmit signal. There was no harm or injury reported.